Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-tortuous and non-calcified diagonal left anterior descending artery. A 20 x 2.50mm promus premier select drug-eluting stent was advanced for treatment. However, while trying to cross a previously placed stent, the device was damaged. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the non-tortuous and non-calcified diagonal left anterior descending artery. A 20 x 2.50mm promus premier select drug-eluting stent was advanced for treatment. However, while trying to cross a previously placed stent, the device was damaged. The device was removed and the procedure was completed with a non-bsc stent. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:p select ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.